Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had discomfort at the ipg site. The patient also had weight loss. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg was repositioned, resolving the issue.